Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for dystonia. It was reported that the patient was having a revision for their right side ins that was implanted in 2009. They were explanting their ins, it was noted the patient was not getting the desired result. They were implanting two new inss. No patient symptoms or further complications were reported as a result of this event.